Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. The needle tip reportedly came out and made unintended contact with the patient¿s abdomen. The adhesive was also reportedly not sticking well. No impact to the patient's glucose level was reported. The pod was worn between 49 and 71 hours. As treatment, a new pod was placed.